Manufacturer narrative:
(B)(4). Batch # n56v0x. The analysis results found that the ats45 device was received with the firing trigger damaged and with a tr45w cartridge loaded on the device. The returned reload was unfired no further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. While no conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a cystectomy, on the ninth firing of the device with a white reload, no buttressing material, the customer closed the jaws of the instrument, heard a loud crunch and the device locked out. The customer was able to manually remove the device from tissue, no cutting or staples deployed, opened a second like device and reload and completed the procedure. There were no patient consequences reported.